Manufacturer narrative:
The customer was sent a replacement power adapter and return of her original power adapter was requested for testing/evaluation. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category cc00296. A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that the housing for the power supply for her pump in style breast pump was coming apart and she was holding it together with a rubber band. She alleged that she hadn't dropped or "messed with" the power supply, but that the glue came apart.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.